Event description:
A male with a history of hypertension, cerebral infarction, and angina pectoris was considered suitable for endovascular repair. The diameter of the left external iliac artery was 8mm. During the late 2008 procedure, the top cap was released first before the cannulation of the contralateral site and the residual procedure were conducted as labeled. Abrasions of the left external iliac artery occurred when the physician inserted the main body from the left superficial femoral artery to the left external iliac artery. The pt's blood pressure dropped and was unable to measure. By angiogram, the physician confirmed a rupture of the left external iliac artery. An iliac leg graft was laced in the area of the rupture but it did not reach the main body graft. Therefore, the physician placed an additional iliac leg graft as a bridge between the main body and the iliac leg graft. The bleeding would not stop. The physician then tried to place a converter (from contralateral side) to stop the bleeding but was unable to because the vessel was too thin. The physician ligated the ipsilateral blood vessel and performed a fem-fem bypass. Blood flow into the femoral artery after the fem-fem bypass was performed. The physician commented that the vascular access was damaged due to insertion from the left superficial femoral artery.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in the investigation. At this time, we are unsure exactly why the rupture occurred. However, an internal clinical review indicated the event was likely to be due to a combination of user error and the pt's anatomy. We have notified the appropriate individuals and we will continue to monitor for similar events.